Event description:
A discordant, (B)(6) surface antigen result was obtained on one patient sample on an advia centaur instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same system, resulting lower. The customer did not provide information associated with a corrected (B)(6) result. There were no reports of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a data cable and vertical sensor. The cse also checked the reagent 3 probe alignment. The cse successfully performed a system check. The cause of the discordant (B)(6) result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.